Event description:
According to the customer, an accu tni of 0.68 ng/ml was generated by an access 2 instrument and reported out of lab. The pt was admitted to the emergency room (ER) based on the elevated accu tni result. - the pt accu tni result was questioned in the ER and the pt sample was retested for accu tni. The repeated accu tni result was 0.01 ng/ml. - the pt was released after the sample repeated in the normal range. The customer did not provide additional pt history info. There has been no change to pt treatment that can be attributed to this event.